Event description:
It was reported the patients ipg was at end of service. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was replaced and therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated. A patient¿s ipg reached end of life was reported to abbott. As a result, ipg was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.